Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine with concentration 10 mg/ml at a dose rate of 0.480 mg/day and bupivacaine with concentration 4 mg/ml at a dose rate of .192 mg/day via an implantable pump for spinal pain. It was reported that a clogged/kinked catheter was impeding the flow of medication into intrathecal space. The event occurred during normal use. The date of the event was unknown. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated as having been unknown. The hospital reported that nuclear dye study was performed, and isotopes remained in the pump reservoir, leading them to believe an occlusion present in the catheter. A catheter revision was performed. The catheter was partially explanted on (B)(6) 2018. The pump segment of the original model 8780 catheter was replaced with a model 8784 pump segment revision kit. The catheter access port (cap) was accessed and cerebral spinal fluid (csf) was able to be aspirated. The issue was indicated as having been resolved. Th hospital had possession of the explanted product. It was noted that the customer was notified that the product should be returned to the manufacturer. It was indicated that the return status of the product was unable to be determined. No patient symptoms were reported. Other medications (oral, IV, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight were requested, but were not made available regarding legal/confidential reasons. The patient was without injury regarding their status at the time of the report. No further patient complications have been reported as a result of this event.